Event description:
The reporter indicated that a 12.1mm, vicm5_12.1, -8.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022 and the patient experienced low vault with rotation, lens remains implanted. Per updated information vaulting is good and under control. Doctor wants to continue monitoring the case. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation: lens work order search: one similar complaint type event reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.1mm vicm5_12.1; -8.50 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation associated to a low vault was observed. No report of lens repositioning. On (B)(6) 2023 the lens was replaced with a longer length lens. This resolved the problem. Cause of the event was unknown. D6b: explant date: (B)(6) 2023. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1; -8.50 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation associated to a low vault was observed. No report of lens repositioning. On (B)(6) 2023 the lens was replaced with a longer length lens. This resolved the problem.

Manufacturer narrative:
Additional information: d9: return date: 13-mar-2023. H3 - device evaluation: the lens was returned dry in a plastic bag with residue/debris throughout the lens. Visual inspection found the haptic torn and residue/debris throughout the lens. Claim#(B)(4).